Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor had a particle downstream from the filter. The particulate matter was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured from november 4, 2015- november 6, 2015. The device was received for evaluation. Visual inspection revealed evidence of a reddish brown particle, approximately 0.15 square mm in size, completely embedded in the material of the tubing. The particle was not in contact with the fluid pathway. Fourier transform infrared spectroscopy identified the particle to be polyvinyl chloride, the same material as the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.